Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 50 mg/dl and 42 mg/dl. The current blood glucose was 171 mg/dl. Customer declined troubleshooting of the high blood glucose. Customer treated low blood glucose with orange juice. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.